Event description:
During an arthroscopic hip procedure, the physician was using an ambient hipvac 50 arthrowand. The wand was inserted into the joint space and activated for approximately five seconds, upon withdrawing the wand from the joint space it was noted that the electrode screen on the distal end of the wand was missing. An x-ray of the surgical site was performed and the device fragment was visualized lateral to the acetabular/femoral head junction, however, the physician was unable to remove the piece during the procedure. The procedure was completed; however, the physician was not able to recover the detached screen. No further pt complications were reported as a result of this event.